Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient has had her implantable neurostimulator (ins) off and stated that she was ¿in the process¿ of getting the stimulator removed because it ¿wasn¿t working for her¿. The patient initially didn¿t have the ins removed because she found out that she had lung cancer, which was confirmed to be unrelated to the device/therapy. It was noted that the patient wanted to go back to taking injections but her healthcare professional (hcp) wouldn¿t let her because the ins was still implanted. The patient did not have their patient programmer (pp) with her at the time of the report, so troubleshooting was not performed. There were no further complications reported or anticipated.